Event description:
The account alleged that the brakes did not hold on the bed during a patient transfer. Two nurses received back strains but did not require any medical treatment.

Manufacturer narrative:
The technician found the casters would swivel when the bed was aggressively pushed or pulled side-to-side. The accounts maintenance department does not have a preventive maintenance program on the beds. The beds have not had preventive maintenance since their purchase. Hill-rom recommends a full preventive maintenance on the beds every six months. The account will repair the bed.